Event description:
It was reported that they are getting intermittent line artifacts in the images, causing the patient to be re-exposed. It was determined that the array needed to be replaced once this was replaced the unit is working as intended.